Event description:
On (B) (6) 2008, the patient reported that while changing the insulin cartridge, the plunger became stuck to the piston rod of the infusion device and less than one unit of insulin was spilled into the cartridge compartment. The patient was instructed how to remove the plunger from the piston rod and she dried the cartridge compartment with a cotton swab. The patient was educated on the proper technique for removing the insulin cartridge from the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.